Manufacturer narrative:
The calcium reagent lot number was 92024001, with an expiration date of 31-jan-2027. The glucose reagent lot number was 86006901, with and expiration date of 31-may-2026. The field service engineer found the vacuum line was full of debris and rinse mechanism valves were leaking. Another valve was found not to be working properly. The vacuum system was decontaminated, leaking valves, and compressor parts were replaced. The other faulty valve was replaced. Air purges and flow path cleaning maintenance were performed. Cell rinse adjustments were performed and performance testing was run. Precision testing was performed and within specifications. Controls were run. System checks were good. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen.2 and glucose hk gen.3 on a cobas c 503 analytical unit. The customer mentioned they have been having ongoing photometer and cell blank alarms since changing the lamp last week. No questionable results were reported outside of the laboratory. The sample initially resulted in the following values: calcium = 3.10 mg/dl. Glucose = 44 mg/dl. Due to flags received on other test results, the sample was repeated on a second analyzer, resulting in the following values: calcium = 8.6 mg/dl. Glucose = 105 mg/dl. The repeat values were deemed correct.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.